Event description:
Pt had a right-sided chest tube inserted in the afternoon for a pneumothorax. Respiratory therapy in to assess the pt's respiratory status due to poor aeration and diminished oxygen saturations. The oxygen saturation (spo2) was noted to be 64%. A non-rebreather oxygen mask was obtained, the pt was given high-flow oxygen via a nebulizer and attached to wall oxygen. The oxygen saturation improved to about 80%. Equipment check noted the chest tube suction tubing which connects the suction apparatus to the chest tube atrium was unattached at the suction canister. The tubing was exposed to air and just a small part of the connector was attached to the canister. This tubing was re-secured to the wall suction canister. A non-rebreather oxygen mask was attached to the pt and with a flow rate of 15 liters per minute the oxygen saturation slowly returned to 91-94%. The pt was transferred to ICU for management as pneumothorax was increased questionably due to this incident. The health professional's impression as stated in the initial report was user error. The suction tubing was not connected properly.

Manufacturer narrative:
Per the hospital narrative this appears to be user error as the suction tubing was not connected properly. The IFU states that pt tube connections, water seal and suction control chamber should be checked regularly to confirm proper operation.